Manufacturer narrative:
This follow-up is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information from the customer. Visual examination of the provided picture of the femoral implant and articular surface identified signs of use and presence of bone fragments and blood. Medical records were not provided. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Surgeon believes he may have cut the lcl during the initial procedure which would have contributed to the instability, however this was not confirmed. Therefore, a definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated report: 0001822565-2019-03874. Concomitant medical products: unknown persona right mc 13mm art surface. Report source: (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient was revised approximately five days¿ post implantation due to instability. During the event, the surgeon cut the lcl slightly causing knee to become unstable and he did not appreciate the level of instability until the patient was sewn up and in recovery. There is no additional information at this time.